Event description:
It was reported that the customer experienced an elevated blood glucose level of 514 mg/dl. Reportedly, customer inadvertently entered in a 10 unit bolus instead of a 1 unit bolus which decreased their bg to 179 mg/dl. Customer address their bg with a sandwich. Customer consulted with the healthcare provided for diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.